Manufacturer narrative:
Additional information was provided that clarified the fred was placed to treat a 15mm aneurysm in the posterior communicating artery (pcom). The fred moved proximally due to backward force from the microcatheter halfway into the deployment. A patient status update indicated the patient has died due to hemorrhage from the evd placement, which was not related to the fred stent.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies bleeding or hemorrhage (including intracerebral) and perforation or dissection of the vessel(s) as potential complications associated with use of the device.

Event description:
It was reported that during implantation of the fred jr, the distal end of the stent pulled back "into the deployment." Contrast extravasation was observed. The fred was resheathed and removed, heparin was reversed, and the aneurysm was coiled. The extravasation was resolved. An evd was placed. Follow-up CT showed the brain was "normal," however, a tract hemorrhage was noted from the evd placement.